Event description:
It was reported patient underwent a revision surgery approximately 7 years post implantation. During the procedure a calcar fracture occurred while placing the stem requiring additional device with cerclage cable wires to repair fracture. No further complications. No additional information on the reported event is available.

Manufacturer narrative:
(B)(4). Medical devices: ref 2232-04-18 lot 62189693 cerclage cable x 2. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device remains implanted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - stem reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.